Event description:
Information received from the field does not address the patient's clinical status but notes that the base rate increased from 70 ppm to 75 ppm over a three month period without reprogramming. During the follow-up visit, the device could not be programmed.